Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm between 1 and 4 hours. In (B)(6) 2026 (exact date unknown; (B)(6) 2026 used for reporting purposes), the patient experienced hyperglycemia with ketones and sought medical attention due to concern for diabetic ketoacidosis (dka). The patient was transported by ambulance and admitted to the hospital where a diagnosis of dka was reported. Treatment was provided (specifics of treatment are unknown), and the patient was discharged the same day after approximately 8 to 9 hours. The patient reported that the blood glucose levels were elevated but could not recall specific values. The patient stated that a healthcare provider indicated that the cannula may have been blocked.